Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 8/3.25 mm balloon ruptured at 16 atms on the third inflation. The number of atms reached on the first two inflations are unk. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a bmw guidewire and a launcher guide catheter to cross the lesion. It is noted that resistance was met with removal of the quantum maverick monorail balloon. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.